Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later, the patient underwent surgical intervention to revise the ipp. The device was inspected, and the physician confirmed a crack in the right cylinder connecting tube. The ipp pump was explanted and replaced with a new pump. There were no patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump identified that the tubing was cut down to the pump block and the tubing was unavailable for analysis. There were no leaks found with the pump, and the component passed the functional testing performed. Based on the information available, the reported observation was unable to be confirmed, and a conclusion of cause not established was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later, the patient underwent surgical intervention to revise the ipp. The device was inspected, and the physician confirmed a crack in the right cylinder connecting tube. The ipp pump was explanted and replaced with a new pump. There were no patient complications.